Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of an taa. The patient had 4 existing valiant captivia grafts implanted 6 years previous. It was reported core lab review of CT imaging from approximately 3 years post the navion implant, showed a ib endoleak on vnmc2828c90tu ((B)(6)). No stent fracture, stent ring enlargement or stent ring migration was observed. The maximum aortic diameter was noted as 59.5mm. Device order on imaging was not confirmed. A non navion type ia endoleak was observed proximally. The cause of the endoeaks are undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v amf3636c150tu, serial/lot #: (B)(6), ubd: 03-oct-2015, UDI#: (B)(4); product ID: vamf4040c150tu, serial/lot #: (B)(6), ubd: 15-aug-2015, UDI#: (B)(4); product ID: vamc3834c150tu, serial/lot #: (B)(6), ubd: 19-apr-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.